Event description:
It was reported that a mini-bag plus docking assist tool was broken. This issue was identified during and after use. After repeated use, the screws and alignment became off (two arms on top were not aligned). There was no patient involvement. No additional information is available.

Manufacturer narrative:
D2a: common device name: equipment, laboratory, general purpose, labeled or promoted for a specific medical use should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.